Event description:
It was reported that the lead was attempted but not used during the implant procedure. While in bipolar configuration, the lead exhibited no sensing or pacing. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The inner insulation of the lead was extrinsically breached due to a tear. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The distal conductor was extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant. Visual analysis found the inner insulation breached and the conductors touching each other. Inner insulation breached might cause the complaints of sensing and pacing issues.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.